Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead had been experiencing syncopal episodes. The patient presented to the emergency room where intermittent rv loss of capture was observed. Additionally, pacing impedance measurements were low and out of range. It was reported the patient had an underlying, low heart rate. An invasive procedure was performed. This rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricular (rv) seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted. The device remained in service without further complication following lead replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.